Event description:
Information received indicated the bed's ground impedance is out of specifications.

Manufacturer narrative:
The hill-rom technician found that the power cord had a broken ground plug. He technician replaced the power cord and the bed functioned to specifications.